Event description:
"A patient's adapter of a transfer set was not connected with a ti-adapter". The date of how long the set was in use is unknown. There was no patient injury or medial intervention associated with this incident according to baxter.